Manufacturer narrative:
Evaluation results suggest that the cause of this event was attributed to some factor external to our product. The results of testing similar batch lots of product indicated no mixing anomalies. It is believed that the enviromental conditions of the or may have affected the set-up time of the cement.

Event description:
The cement was lumpy and not setting properly. There was no adverse consequence for the patient or delay in surgery or anesthesia time.